Event description:
Caller states pt tested 93 mg/dl, 88 mg/dl, and 90 mg/dl on the sensor sys (reported results were obtained at the same time). Pt immediately tested 40 mg/dl on an unspecified meter used by an emergency physician. The pt rec'd unspecified treatment for hypoglycemia. Requested return of suspect device; however, the test strips are not available.

Manufacturer narrative:
The event occurred in a foreign country.